Event description:
Upon rigid cystoscopy with bipolar cystoscope instrumentation, urologist noted a gray / silver-colored, half-circle shaped item present in the bladder. Upon inspection of instrumentation, urology noted the tip of the bipolar cystoscope sheath was broken and missing. X-ray obtained. Pt transferred to tertiary site for management of underlying condition. Object from resectoscope removed during procedure at the subsequent facility. FDA safety report ID# (B)(4).